Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the device was manufactured. Based on the results of the investigation, the event, ¿foreign material in a/w-cylinder and a/w-channel¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from s-cover. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization. There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the videoscope had a thickened distal end. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water tube and air/water cylinder had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to wear of scope cover packing, water tightness was lost. Due to damage on right/left knob, right/left knob did not move smoothly. Switch 1 had a cut. Due to a shortcut of switch cable, control unit gets warm. Air/water cylinder had no color. Suction cylinder had no color. The grip was shaved. Forceps channel port had a dent. The scope cover was shaved. Right/left knob was shaved. The control unit had discoloration. Switch flexible printed circuit unit cover had corrosion due to water leakage. The suction connector had corrosion due to water leakage. Circuit board unit in suction connector had corrosion due to water leakage. The outside shield unit had corrosion due to water leakage. Label on suction connector was damaged. Due to wear of angle wire, the play of up/down knob was out of the standard value. The image guide protector was damaged. The light guide bundle had breakage. The light guide bundle was slipping down. The light guide lens had a stain. The connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.